Event description:
#Medwatcher #(B)(4). Cramping sharp/stabbing pelvic pain night sweats loss of libido painful periods (dysmenorrhea) painful intercourse (dyspareunia) abdominal spasms/ twitching/ fluttering back, joint, chest, leg, breast, neck, spine, hip chronic pelvic pain all over body aches/pain severe bloating metallic taste in mouth bowel issues anxiety/panic attacks mood swings depression (sadness) taking anti depressants. Diminished brain function (brain fog, confusion, cloudiness, forgetfulness, short term memory loss) numbness/tingling in extremities (hands/feet) nerve pain anemia/ iron deficiency/low ferritin vitamin d deficiency unexplained/easily bruising vitamin b-12 deficiency elevated blood count chronic fatigue heightened allergies/ allergic reactions swelling of legs or feet hair loss or changes dental issues weight issues (gain) muscle spasms vision problems (floaters, blurred vision dry skin/hair/eyes severe bloating. Diagnosed with hashimoto hypothyroidism taking thyroid medicine. Estrogen low taking hormone medication and libido very low taking weekly injections of testosterone